Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The right seat rail was broken at the weld. The underlying cause could not be determined after reviewing the documentation in this investigation. Additionally, the left cross brace was bent so that the left seat rail had to be forced into the seat guides. Also, the brakes would not engage due to loose and missing hardware.

Event description:
The consumer alleged frame broke.